Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh, which is off-label usage of the device. On (B)(6) 2023, the patient reported he had a panic attack after getting low cgm reading of 44 mg/dl. At first, the patient took 3 bottles of gatorade and some sweetened drinks. Then the patient ¿changed¿ his insulin pump thinking it could help, even though it was not reported what the patient changed. After this however the cgm readings was still low and as the patient was not able to take a fingerstick at home, he decided to call the ambulance. When the paramedics came in a fingerstick was taken and the cgm was reading low, and the blood sugar was 390 mg/dl that time. The patient was taken to the hospital and was provided intravenous treatment with insulin fluids. The patient recovered and was discharged after a couple of hours. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4), diabetes mellitus is a known cause of hyperglycemia.